Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical ventral hernia. It was reported that after implant, the patient experienced infection, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, staphylococcus aureus, inflammation, granulation tissue, reactive changes, granulomatous tissue, mild nonspecific thickening of the rectus abdominis muscles, abdominal pain, swelling, painful mass, tenderness, abdominal wound, suture granuloma, and bulge/protrusion. Post-operative patient treatment included liposuction, CT-scan, medication, revision surgery, mesh removal, removal of mass, removal of suture granuloma, granulomatous tissue removed, and admission to hospital. Relevant tests/laboratory data: 04 sep 2019: CT scan of abdomen/pelvis showed mild nonspecific thickening of the rectus abdominis muscles bilaterally at the level of the pelvis, overlying subcutaneous soft tissue stranding seen. Gram stain culture + for many staphylococcus aureus, labs abnormal for wbc 11.1, bun 21.6, alkaline phosphatase 147, total protein 6.7, albumin 3.3 04 sep 2019: pathology report from granulomatous tissue specimen showed chronic inflammation, granulation tissue and reactive changes

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical ventral hernia. It was reported that after implant, the patient experienced adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, staphylococcus aureus, inflammation, granulation tissue, reactive changes, granulomatous tissue, mild nonspecific thickening of the rectus abdominis muscles, abdominal pain, swelling, painful mass, tenderness, abdominal wound, suture granuloma, and bulge/protrusion. Post-operative patient treatment included revision surgery, mesh removal, removal of mass, removal of suture granuloma, granulomatous tissue removed, and admission to hospital.

Manufacturer narrative:
Concomitant product: reltack4xdpt reliatack device 4 deeppurc, lot number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical ventral hernia. It was reported that after implant, the patient experienced pain, staphylococcus aureus, inflammation, granulation tissue, reactive changes, granulomatous tissue, mild nonspecific thickening of the rectus abdominis muscles, abdominal pain, swelling, painful mass, tenderness, abdominal wound, suture granuloma, and bulge/ protrusion. Post-operative patient treatment included revision surgery, removal of mass, removal of suture granuloma, granulomatous tissue removed, and admission to hospital.